Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: it was reported that this transcatheter bioprosthetic valve was implanted too high. Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the too high implant depth could not be determined from the available information. Subsequently a second valve was implanted. No other adverse effects were reported. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve (sn (B)(4)) was implanted too high. No information was provided regarding the valve or its performance. The valve remained in the annulus. A second valve (sn (B)(4)) was implanted. Patient was discharged from the hospital in stable condition and is doing well. Both valves remain implanted.